Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional later reported implant exchange due to concerns with the product. Device has been explanted.

Manufacturer narrative:
The event of seroma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is not related to the device. Seroma-late: unable to observe, since it is not related to the device. Anxiety¿product/procedure: unable to observe, since it is not related to the device. Creases/folding of implant: observed, flat creases. Malaise-ndr: not applicable, as the event is not related to the device. Other-medical-ndr: not applicable, as the event is not related to the device. Headache-ndr: not applicable, as the event is not related to the device. Varied injuries-ndr: not applicable, as the event is not related to the device. Pain-ndr: not applicable, as the event is not related to the device. Lump/nodule-ndr: not applicable, as the event is not related to the device. Additional observations: white particles were observed, on the shell.

Event description:
Patient reported, right side headache, pain in the neck, shoulder pain, back pain, right arm pain, fatigue, stomach problems, reflux, insomnia, ear pain and hair loss, numbness. Rupture. And capsular contracture, baker grade unknown. The device has been explanted. Healthcare professional reported, "fluid", "folds".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknow, rupture; not device related: headache, pain, malaise, lump/nodule, varied injuries, other-medical.

Event description:
Patient reported left side headache, pain in the neck, shoulder pain, back pain, fatigue, stomach problems, reflux, insomnia, ear pain, hair loss, numbness, rupture and capsular contracture baker grade unknown. Patient additionally reported lump/nodule. Device remains implanted.